Event description:
It was reported that during an open heart surgery the physician noted a clot on the rv lead. The physician capped the lead and disabled hv therapies from the device. When the patient later presented in clinic the normal following physician became aware of the action taken during the open heart procedure and decided to explant and replace the lead. The patient was in good condition following the procedure and will continue to be monitored.

Manufacturer narrative:
(B)(4).